Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. Upon inspection of the returned sample, the catheter was received in two sections. The proximal half of the balloon catheter had a kink in the shaft approx. 14.6cm from the cut end of this section, otherwise intact. The distal half of the balloon catheter had an area of severe compression starting approx. 14.2cm from the distal tip and extended for approx 25mm. There was also a kink in the shaft approx. 11.8cm from the distal tip. The distal tip of the balloon had been pulled completely inside the distal cone of the balloon. This would likely result in the glue bullet being drawn down into the outer shaft, thus blocking the inflation/deflation lumen. A dissection of the balloon showed that the glue bullet was no longer adhered to the inner shaft and was able to slide freely in the shaft. The port holes were open and unobstructed, but the balloon was filled with a dark flaked material, possible bodily fluid, that may have contributed to the deflation issue. Likewise, the compression marks in the shaft could also have caused restriction in the inflation lumen. Due to the condition of the sample further evaluation could not be performed. The result of the investigation was inconclusive due to the condition of the sample, root cause unk. Inflation and deflation could not be performed as received. It is unk if procedural issues contributed to this event. The current IFU (information for use) states the following: once the dilatation procedure has been completed, use a syringe to deflate the balloon by applying suction to the balloon lumen. This procedure will reduce the balloon profile and facilitate removal of the catheter.

Event description:
It was reported during a pta of a stenosis located in a subclavian vein, the balloon wouldn't deflate. The doctor cut the balloon hub to try and deflate the balloon, but it still did not deflate. The doctor then punctured the pt's skin with the introducer and deflated the balloon. Another device was used to successfully complete the case. There was no pt injury reported.